Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the cath lab, the physician found air entering the tubing. It was noticed when the pressure tubing extension with stopcock was connected to the intra-aortic balloon (iab) central lumen. The tubing was replaced with another. There was no patient injury or complications. The patient outcome was good.